Event description:
A customer reported hearing a "ding" and then experiencing loss of water, vacuum, and phaco power during surgery. The customer replaced the cassette and the issue was resolved. The procedure was completed using the same system with no delay or pt harm.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one yr; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. Root cause: unk. A sample was not returned for this complaint. W/o a sample, it is not possible to isolate the root cause. (B)(4).